Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to emergency room with complaints of pulsating sensation in her neck. During interrogation of the device, patient was able to feel the same sensation during ventricle testing. Ventricular paced behavior was observed during what appeared to be intermittent atrial lead noise on stored automatic mode switch episodes. Physician admitted the patient to the hospital. No additional information was available.